Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is a pediatric. Although requested, patient information was not provided.

Event description:
It was reported that when a small volume (such as 250 to 500ml bag), 72-hour chemotherapy for a pediatric patient is performed, the infusion gets completed five hours sooner than expected. Although requested, additional information was not provided.